Manufacturer narrative:
A)based upon the inquiry info received and the visual examination, it was confirmed that the instrument's inner gasket became detached during surgery. No conclusion could be reached as to how this had occurred. B)the instrument was received with a cut outer gasket - all pieces were received. No conclusion could be reached as to how this had occurred. Co strives to understand each incident as it occurs in an effort to continuously improve co's products. The assembly location has been informed of this incident.

Event description:
The device was used during a laparoscopic cholecystectomy. The sillicon ring of the flap bulb dropped. (Could retrieve from the pt). The case was finished using a new device. There was no consequence to the pt.